Manufacturer narrative:
Device history records has been investigated to estimate if anything during manufacture might cause device a malfunction. Result of investigation showed that no non-conformances was identified in manufacturing process. Based on description and photos provided by the customer it can be concluded that sterile barier of packaging was broken (the photo shows a hole in blister). We have no additional information at what stage of transport the damage occurred. Based on that product will not return for investigation, current report is treat it as both initial anf final. Please feel free to contact with lina medical in case of any questions.

Event description:
On the (B)(6) 2022, lina medical received complaint related with packaging issue. Customer provided the following information: "allegedly, the package was cracked upn opening". Product/packaging is not avaliable for evaluation. No injury to the patient.